Event description:
It was reported that during a gastrectomy procedure, the staples were not deployed at the third firing. Another device was used to complete the case . There were no adverse consequences to the patient. When the case video was checked, it was confirmed that the cartridge had not been loaded properly. The doctor complained that the device could be fired without loading a cartridge properly.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.